Event description:
It was reported that no audio output occurred. On (B)(6)2023, the patient stated that the receiver did not give an alarm although the patient was very low. He was at home at 2:00am and called the ambulance. No patient symptoms at the time of the event were reported. The ambulance transported the patient to the hospital. No treatment or medical intervention details were reported but the patient claimed he had medical intervention. The length of stay in the hospital was not reported. At the time of the report, the patient was back home. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.